Manufacturer narrative:
Unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.08750 inches. Unit was monitored for 24 hours and no device heating up anomalies noted. Pump¿s history and trace files downloaded successfully using thump software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump was cut open to perform visual inspection and found evidence of moisture damage on the [pcba 1/pcba 2/motor]. The p-cap locks properly into place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, label damage, cracked case, cracked case near the corner of belt clip rails, cracked battery tube threads, and cracked case on the battery tube side. Blank display was not observed during analysis and passed all required testing. Blank display not confirmed. Device heating up not confirmed during testing. Cosmetic damage was confirmed at the battery compartment(cracked). Unit received with no battery cap, therefore unable to determine if battery cap is cracked/damaged. Unit received was properly tested using a test battery cap. Moisture exposure was confirmed on the [pcba 1/pcba 2/motor]. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced battery cap contacts missing/damaged, device heating up, blank display, and a crack on the insulin pump. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. The customer reported that battery cap contacts were missing, damaged, and/or corroded. The customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. The customer reported pump was warm, hot, or overheating. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions. Mmt-1884 was requested and customer response was the device will be returned.